Event description:
The customer reported via phone call that they had high blood glucose. Customer reported their blood glucose was around 400 mg/dl. The customer stated their blood glucose would not lower despite treatment with boluses. The customer has changed their infusion set in attempt to resolve the issue. The customer stated the cannula was not bent upon removal from their body. Customer reported their blood glucose has declined after the set change. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.